Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high threshold measurements. Venogram performed and was not open. This rv lead was replaced with different lead. No additional adverse patient effects were reported.